Manufacturer narrative:
(B)(4) = jaws and latch posts.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and with the lockout broken. Due to the condition of the device, no functional testing could be performed to evaluate the reported event; however, it is known from the history of the instrument that the condition of the jaws may lead to dropping/ejected clips. The device was disassembled in order to evaluate the condition of the internal components and the latch posts were observed to be broken, which denotes that the lockout had been fired through. Possible causes for the condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell out of the instrument. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.